Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC line fractured.

Event description:
The customer reports that the PICC line fractured.

Manufacturer narrative:
Qn# (B)(4). The customer returned one two-lumen PICC for evaluation. The catheter was returned with an injection port attached to the proximal line and a luer cap attached to the distal line. Evidence of use was observed. Visual examination of the catheter body indicated it had been intentionally trimmed. Otherwise, visual examination of the catheter with the naked eye did not reveal any defects or anomalies. After the catheter failed functional testing (see below), the distal extension line was microscopically examined. A small hole was detected at the junction of the distal extension line and distal luer hub. The location of the hole was consistent with the leak observed during functional testing. The length of the extension line measured to be 1.61" which is consistent with the nominal value. The outer diameter of the proximal extension line measured 0.0944" which is within specifications. The inner diameter of the extension line measured 0.059" which is within specifications. This indicates that the wall thickness measured as expected. The catheter was initially flushed using a lab inventory syringe to ensure there were no blockages. The catheter distal tip was then occluded and both extension lines were pressurized with water using a 10ml lab inventory hand syringe. A small leak was detected from the luer hub/extension line junction when the distal line was pressurized. No leaks were detected in the proximal line. A manual tug test confirmed both extension lines were fully secured within the luer hubs. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained one small hole adjacent to the luer hub. A device history record review was performed with no relevant findings. Due to a rising trend of extension line leaks , a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.